Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation to the unspecified vessel, however, the balloon ruptured during unknown inflation at an unspecified pressure. The device was completely removed from the patient. The procedure was completed with a rotablator device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).